Event description:
It was reported, the patient had a lead revision. A date of 2007 (B)(6) was provided in relation to the revision. No further information was provided.

Manufacturer narrative:
Product ID 309328, lot# b0382743k; product type lead product ID 748910, serial# (B)(4); product type extension. (B)(4).